Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/20/2020.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure on (B)(6) 2017, reservoir was attached to drain. After surgery, the exit plug of the reservoir became loose. It was also reported the negative pressure became not to be activated after a little while although the reservoir was reactivated. This situation occurred repeatedly. The exit port was fixed with forceps. There were no adverse consequences to the patient.

Manufacturer narrative:
Pc-(B)(4). Actual product returned and evaluated. Welding around the ports were in good condition, there was no presence of weak welding or over welding that could cause a leakage.y-connector and exit ports were in good condition. Conpition. No void, hole or channel was found in the perimeter sealing.